Event description:
The clinician reports the implant was inserted (B)(6) 2019 in fdi 43 of the patient's mouth. Implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2019, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and swelling. No further patient complications were reported.